Event description:
A 2-level posterior pedicle screw construct was implanted at l4-s1 on unk date. Follow-up radiographs revealed that the s1 bone screws had fractured at mid-shank bilaterally. Revision surgery was performed on (B)(6) 2014 to remove the fractured screws and replace them with larger screws for greater strength and bony purchase. The implant rod was left in-situ and was reattached to the new screws. An interbody cage for fusion was also placed at l5-s1 during the revision surgery. The pt elected to keep the explanted screws and they were not returned for evaluation. The pt is reported to be doing well post-revision with no permanent impairment or injury.

Manufacturer narrative:
(B)(4). The duration of implantation prior to material failure is unk since the initial surgery date is not known. The pt's compliance to post-op care instructions are also unk. The root cause of the event is unk, but may be related to sacral implant size selection or pt-related factors. No lot number was provided and the explanted screws were given to the pt, so manufacturing records could not be reviewed for conformance to design specifications. No physical evaluation of the parts could be performed. Serial radiographs were evaluated to confirm the initial report.